Event description:
The customer's mother reported that her son activated a pod at night on (B)(6). The mother stated that during the night, the pod fell off her son's body from moving around while he was asleep, and the cannula dislodged from the infusion site. She said that the adhesive was not attached to his body. He had worn the pod for about 12 hours. The next day, he went to his doctor, who hospitalized him for diabetic ketoacidosis. She said that he felt better at the time of the call. She did not provide any actual blood glucose results or further info. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any defect could have contributed to the reported adhesion issues, diabetic ketoacidosis and hospitalization. Generally adhesion issues are due to variations in skin condition and are not considered malfunctions. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid - acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."